Manufacturer narrative:
B1 revised to include product problem based on information received from the clinical site b5 revised to include additional information received from the clinical site h6 revised to reflect information received from the clinical site the impella pump was not returned for investigation of optical signal issue. Should new information be received, a supplemental manufacturer device report will be filed.

Event description:
Approximately two months after implant, a placement signal low alarm appeared. The measured lv diastolic pressure became increasingly negative despite the position, motor current, and purge metrics remaining stable. The alarm was muted, however it returned shortly after. The alarm was subsequently disabled as a result of the persistent issue. The staff planned to monitor the flow, motor current and purge metrics to ensure ongoing functionality of the pump.

Event description:
The user facility reported that a 24 year old male patient experienced a run of ventricular tachycardia during impella 5.5 support. The patient was defibrillated and CPR was performed to relieve the condition. It was unknown if a discovered bleed was the cause of the arrest, or if the bleed was a result of the chest compressions. The pump was repositioned in response to the vt. Support continued uninterrupted with the implanted pump.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined.

Event description:
A large clot was removed from the left thoracic cavity during a vats procedure on (B)(6) 2025.

Manufacturer narrative:
B5: included additional information that was not included in the initial report. The pump was returned for investigation, however, the impeller motor assembly and cannula were cut from the catheter and were not returned. Therefore, the pump could not be tested or run in the lab. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. The cause of the optical signal issue could not be determined. The root cause of the thrombus was unable to be determined due to insufficient clinical details. A submission of this report was attempted on 2026-03-29, however, block g6 (follow-up number) was erroneously captured as "1" when it should have been "2". We are resubmitting with the correct follow up number 2.